Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received several insulin flow blocked alarms on the insulin pump. The customer¿s blood glucose during the incident was 22.3 mmol/l. They treated with manual injections. Troubleshooting was performed and it did not resolve the issue. It was noted that their infusion sets were part of the recall. The customer had called back to report that they had used another type of infusion set and they did not have any more insulin flow blocked alarm. Their high blood glucose had come down overnight. The insulin pump will not be returned for analysis.